Event description:
The patient experienced telemetry issues and has not used the stimulation for 2 years. A physician mode recharge (pmr) was attempted in march but was unable to bring the ins out of overdischarge. Four pmrs were performed today and the ins was still not out of overdischarge. The antenna locate test showed the ins was too deep (40-42). It was further reported the patient was ¿recently¿ revised and received a new implantable pulse generator (ipg). It was noted the patient has ¿been doing great¿ since implant.

Manufacturer narrative:
Concomitant medical products: product ID: 389033, lot# j0406106v, implanted: (B)(6) 2004, product type: lead. Product ID: 389033, lot# j0406106v, implanted: (B)(6) 2004, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).